Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 424 mg/dl. Customer¿s current blood glucose level was 427 mg/dl. Customer was treated with insulin pump. Customer reports that insulin exited with quick release. Customer was alleging insulin pump for under delivering due to high blood glucose level. Customer stated that there was no air bubble and leak. Customer stated that the cannula was straight. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.